Manufacturer narrative:
Examination of the submitted device confirmed the blade tip is broken. The broken tip was not returned. A complaint database search finds no additional reports against the complaint product and lot combination. A search of the complaint database against product code (B)(4) found additional reports of tip damage/breakage. Previous investigations of tip damage/breakage found evidence indicating the blade tip made inappropriate contact with the cutting block fixation pins. The sigma partial knee unicondylar surgical technique, 0612-05-507 rev, 4 page 17, states " the chisel is required only in the track closest to the patella. For knees that do not achieve adequate fixation with the outbound pins, an additional pin can be placed proximally. Pin the hole farthest away from the patella and use the anterior chisel in the track closest to the pin (figure 30). The investigation could not draw any conclusions about the root cause of the current breakage without the tip to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sigma hp uni anterior chisel broke during the surgery. All the broken parts were removed. No parts left in the patient. No surgical delay.